Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a vague complaint of a maxzero connector being extremely tight and difficult to remove from the PICC line, requiring the patient to have the PICC line replaced. Although requested no further details were reported.